Manufacturer narrative:
We have verified that the reported lot number is part of the u by (B)(6) tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that a tampon came apart and left a piece behind. Consumer sought medical attention and had the piece removed and was prescribed antibiotics.